Event description:
A fragment of the hermetic lumbar catheter, closed tip was reported to have broken off into a pt during removal. A CT scan was ordered however, the results were not provided. The pt did not incur an injury as a result of this event. Add'l clinical has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated based upon the reported info.